Event description:
It was reported the patient experienced a power on reset condition with the ins. The hcp was able to clear and reprogram the device. The device was replaced. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number is included in the range for the lifted bondwire (2007), reason for recall has not been confirmed in this device.